Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. The imaging provided shows the set screw of the inferior spacer and the superior anchor of the inferior spacer had migrated anteriorly. No determinations could be made as to the cause of the reported issue. The following sections have been updated. B4, e1, h2, h6, h10.

Event description:
It was reported that a revision surgery was performed due to a coalition mis anchor backing out post-operatively. The implant's set screw also migrated anteriorly. This event occurred in hong kong.